Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to deploy a resolute integrity drug eluting stent to treat a lesion that was heavily calcified. No abnormality noted during preparation of relevant device or inspection prior to use. Force was used during the procedure to push the device; however, the device was unable to cross the lesion. The stent was noted to be deformed upon removal. Another stent was used to complete the procedure. No patient complications were reported for this event.